Manufacturer narrative:
(B)(4) this report is being submitted late due to delay by a manufacturer employee. A process improvement plan and training are in place. Catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pt had been experiencing increased pain symptoms, feeling unwell, and sweats. The physician suspected a pump issue. The pt was sent for an MRI, the pump logs showed a pump stall and restart message associated with the MRI. A rotor study and catheter dye study were done on (B)(6) 2010. Dye was seen to be collecting behind the catheter connector. On (B)(6) 2010, the physician accessed the pump in the operating theatre to find that there was a split in the connector which may have allowed for fluid/drug leak. The old connector was removed and new connector was placed on the pump. The pt's daily dose of medication was reduced significantly. On (B)(6) 2010, the pt had withdrawal symptoms and an increase in spinal pain. On (B)(6) 2011, the pump was checked and refilled with a new batch of morphine (30 mg/ml). The pt had been experiencing continued symptoms possibly related to the pump over infusing or under infusing. The pt had been experiencing withdrawal and overdose symptoms; sleepy at times and then withdrawal symptoms at other times; feeling terrible and could not work. The pump was replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.